Manufacturer narrative:
The insulin pump powered up properly after battery installation. All buttons functioned properly. No damage in the keypad assembly noted and no unlocked lcd keypad connector during visual inspection. The insulin pump received with normal operating currents and passed the self-test, error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was monitored for three days and no unexpected fading, blank, or partial display noted. No moisture damage found on the electronics, motor, battery tube, vibrator and keypad assembly during visual inspection. The electronics were inspected and no obvious signs of heat damage or burned components noted. The insulin pump was received with partially broken reservoir tube lip, reservoir tube missing o-ring. The insulin pump had a cracked battery tube threads, cracked case at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the lcd display screen is cloudy around the edges and sometimes the screen cannot be seen at all. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.